Event description:
Complete shut down of ECMO system requiring a change of the roller head to restore ECMO flow. Despite all attempts to restart the roller head after a complete shut down, including giving volume and setting roller head to free mode. The pump would not start. The pump was manually cranked until another roller head could be changed out. There was a clot noted on the end of the venous cannula during an echo (ultrasound) just prior to the incident that I believe flapped over the drainage holes of the venous cannula, obstructing all venous return. During cranking, I think the clot was pulled through the system and ended in the membrane; we then had trouble with the reading for circuit pressures. Pigtails were opened and clots withdrawn, transducers changed with return of normal pressures and restoration of regulated, computerized ECMO flow. The patient was bagged (for respiration) and maintained saturation intermittently during the pump crisis.